Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and meshes were implanted on or about (B)(6) 2011 was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with vaginal paravaginal repair, rectocele repair, bilateral sacrospinous ligament colpopexy, excision of mesh and urethrolysis due to sui, cystocele, rectocele, incomplete uterovaginal prolapse, weakness of pubocervical & recto-cervical fascia. It was reported that the patient underwent vaginal mesh excision on (B)(6) 2013, along with anterior colporrhaphy, rectocele repair and durasphere midureteral bulking. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.